Event description:
A health care professional reported that during surgery it was noticed that the haptics were missing from the lens. The surgery was completed with backup lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).